Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 6.0mmx60mmx135cm sterling balloon catheter was advanced for dilation. However, during first inflation at 6 atmospheres (atm), the balloon ruptured. Subsequently, another 6.0mmx60mmx135cm sterling balloon catheter was used but during first inflation at 10 atm, it also ruptured. The device were removed and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition.